Manufacturer narrative:
Analysis of the pump found high resistance in regards to the battery.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (20 mg/ml at 0.122 mg/day) and bupivacaine (10 mg/ml at 0.061 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016 it was reported that the pump was alarming and the patient arrived at the clinic complaining of withdrawal symptoms. Pump interrogation indicated that alarms were occurring. The pump logs indicated ¿motor stall occurred¿ on (B)(6) 2016 at 14:43 and ¿motor stall recovery occurred¿ (B)(6) 2016 at 15:04 and on (B)(6) 2016 ¿reset occurred¿, ¿reset occurred ¿ low battery¿, and ¿pump in safe state¿ at 10:48. The logs also showed ¿pump in safe state¿, ¿pump restarted due to restart command¿, and ¿motor stall recovery occurred¿ on (B)(6) 2016 at 18:44. The patient was medically managed and scheduled for a pump replacement on (B)(6)2016. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on (B)(6) 2016 and it was reported that the only diagnostics performed was reading the pump logs. The pump was replaced.